Manufacturer narrative:
Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) using a prismaflex m100 set, a patient experienced blood pressure dropped to a systolic of 60. No further information was provided regarding "blood pressure drop" details, treatment or medical interventions for the events. At the time of this report, the patient outcome was unknown. No additional information is available.